Event description:
Patient with a history of chronic intractable spasticity due to multiple sclerosis. Pt complained of itching and increased spasticity shown by x-ray to have broken catheter. Taken emergently to or for replacement.